Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: were there any patient consequences? To date no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy procedure, the ligamax jaws failed to close. Surgery delayed due to the reported event by fifteen minutes. An alternate ligamax was used to successfully complete the procedure. Patient consequence was not reported.